Event description:
Reportedly, the bag came apart from the circle ring while trying to put the specimen inside the bag. Fall into the pt cavity. All piece were recovered from the pt cavity. No pt injury. Sex: female. Procedue: lap chole.